Event description:
In 2001, a medwatch aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt with moderate vessel tortuosity and little calcification. The pt has a history of cad, esrd, copd, and embolic events to lower extremities. It was reported that the pt was fragile, very sick and not a candidate for open repair. The day after implant the pt received solid food but developed abdominal distension, abdominal pain, and vomitted. A non-contrast CT scan was performed and showed thickening of the colon and that the pt showered emboli to feet bilaterally. The pt expired 4 days later in 2001. It was reported that the death was not related to the stent graft but due to an embolic event to the pt's superior mesenteric artery causing bowel ischemia/cardiac event. It is stated that no autopsy will be performed. Film/case interpretation by an outside independent physician reports that the CT scan september 2000 demonstrates a 6cm abdominal aortic aneurysm with an adequate proximal neck and bilateral iliac arteries. The celiac and superior mesenteric arteries are patent. The visceral aorta shows minimal thrombus. An angiogram november 2000 shows no change in the anatomy from the previous CT scan on september 2000. In 2001 the aneurx stent graft was implanted with no complications. Pt with nausea and vomiting 2-3 days post implant. A CT scan demonstrates questionable small bowel thickening, possible emboli. Post-op day #4 pt expired. Questionable cardiac event per pt's primary physician. The outside independent physician concludes that he agrees that the pt's death was due secondary to a cardiac event/other etiology. Additionally, the physician doubts mesenteric ischemia is related to the endograft. No further info is available regarding to this event despite repeated attempts to obtain info.